Event description:
The customer reported a power supply failure when the hospital experienced a large current with high voltage. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).